Event description:
The captor value of a flex main body zt device failed during aaa procedure on (B) (6) 2010. The male patient lost one liter of blood due to the valve not being able to close. The blood loss became worse after top cap deployment, but full deployment sequence was continued and procedure was completed. The blood was sent to the cell salvage machine, washed and given back to the patient. No additional patient information was provided by the reporter.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 143 mg/dl, 535 mg/dl, 423 mg/dl, 187 mg/dl, 140 mg/dl, and 490 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.